Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up over-the-phone and had the customer remove the pre-filter, then turn on the pump, and let it run for about 3 minutes. The fse then instructed to replace the pre-filter and then run quality controls. The total area went up to normal levels. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 25-sep-2016 through 25-oct-2017. There were three (3) complaint identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states the following: chapter 3, assay operations, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Area: the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. The most probable cause of the reported issue was due to a defective pre-filter.

Event description:
On (B)(6) 2017 a customer reported getting low total area on quality controls and patient samples g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.